Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer reported possible moisture exposure from sweat to the insulin pump. The customer reported the insulin pump's screen was foggy. The customer also reported a button error alarm on the insulin pump. Customer's blood glucose was 360 mg/dl. The customer reported fluid was present under the lcd display. The customer also stated a crack was present near the insulin pump's battery cap. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.